Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep nick bianco serial # (B)(6) was used live in a case for the first time on 4/24. A 90-s rf wand was plugged into the unit, and when the surgeon deployed the trigger, the unit responded with it's audible cue, and said "cut" on it's display screen, however the wand was not activating the crossfire was rebooted, and the same problem occurred. A new wand was opened, and the same problem the crossfire was rebooted, and the same problem occurred. A new wand was opened, and the same problem serial # ( there was an audible "pop" and a quick spark was seen inside of the unit through the vents on the side of the console. The ablator continued to work, however there was an odor of electrical smoke. I unplugged this unit and discontinued its use immediately. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.